Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited undersensing resulting in false pause episode. Programming changes on the sensitivity was suggested; no changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.